Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was damaged. The following information was received by the initial reporter with the following verbatim. This new lot of extension sets have very difficult to turn IV hub connections which results in patient pain, delay in starting IV, manipulation of the IV catheter while sited. This was an issue in the past but the last lot was usable.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mp5303-c and lot# 24039055 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #mp5303-c batch #24039055 it was reported by customer that extension sets have very difficult to turn IV hub connections which results in patient pain this new lot of extension sets have very difficult to turn IV hub connections which results in patient pain, delay in starting IV, manipulation of the IV catheter while sited. This was an issue in the past but the last lot was usable.